Manufacturer narrative:
The technician found that the brake pads on the right front brake casters were missing which caused the device not to hold when latched. Brake pads were missing because they had worn out due to regular wear and tear associated with age. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right front brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the right front brakes would set but not hold. The bed is located in the hill-rom service center. Ther was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).